Manufacturer narrative:
Medical device lot#: 2021709 was reported, however, this is not a lot#: manufactured for the reported catalog#. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: these needles prevent injections when injecting the fluid simply stops flowing out. Sometimes they allow for injections and sometimes they prevent the syringe from emptying.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305127 and lot number 2021709. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: these needles prevent injections when injecting the fluid simply stops flowing out. Sometimes they allow for injections and sometimes they prevent the syringe from emptying.